Manufacturer narrative:
Concomitant medical products: the therapy date is unknown for the concomitant device is not entered for this report. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-00445. It was reported that physician was unable to implant the leads in the midline (B)(6) as desired. As a result, the physician explanted the scs system.

Event description:
Device 2 of 2. Reference MFR report #1627487-2019-00445.

Event description:
Device 2 of 2; reference MFR report#1627487-2019-00445.